Event description:
It was reported by the patient's parent that the pink slide moved forward and the cannula was not visible; indicating the cannula retracted a needle mechanism failure. The patient's blood glucose level rose to 400 mg/dl. The pod was worn between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device has been received. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.